Manufacturer narrative:
(B)(46). The device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. The device cannot power on issue was identified during functional testing as an f-38 (malfunction in tube misloading detection circuitry) alarm. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. This occurred before use. There was no patient involvement. No additional information is available.